Manufacturer narrative:
D4, h4 information: the reported lot number is invalid. Therefore, the device UDI and expiration date could not be verified. Adverse event (ae) assessment: ae assessor attempted to contact the type 2 diabetes mellitus (dm), v-go 40 patient multiple times. Information is limited to the initial report. The patient's spouse has reported the patient has been using the v-go device for several years. No matter what they do the v-go devices keep falling off. They have tired tegaderm and using alcohol prior to placements. Procedure details the patient is following for applying the device is unknown. They report compliance with rotating sites. Skin irritation and inflammation and follow up with dermatology is noted. Treatment details are unknown. Due to limited information, it is inconclusive as to why the patient is having issues with adhesion of the v-go device. The v-go adhesion is medical grade hypoallergenic however some people may have a reaction.

Event description:
The patient's spouse reported that the patient's v-go 40 devices keep falling off no matter what they do. The specific number of occurrences was not provided. It was reported that they have tried using alcohol and tegaderm before adhering the patch. They also rotate areas, and the patient has developed an irritation and has seen a dermatologist to help with the inflammation. It was reported that device samples are available for return to the manufacturer for evaluation. However, to date, have not been received.

Manufacturer narrative:
Device evaluation: seven devices were received and evaluated for the device fell off event complaint. All devices were evaluated. Due to the condition of the foam pad, the original adhesion properties could not be verified, and the complaint about these devices could not be confirmed.

Manufacturer narrative:
Correction: d4, the model number field was inadvertently omitted from the initial submission. The field has been updated to include "v-go 40".